Event description:
It was reported that the 980 ventilator had a blank status display during patient use. The ventilation was not interrupted however, the patient was removed and placed on an alternate ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). Covidien customer support engineer (cse) inspected the device and the alleged malfunction was not duplicated. The ventilator passed all calibrations, extended self-test, short self-test and electrical safety test.